Event description:
Pt had bilateral iliac stents placed several years ago. Vessels were diseased both proximal and distal to the stents, however, looked fairly healthy inside the stents. The zenith main body graft was accessed via the left femoral artery. Access was difficult, with bilateral angioplasties up and down the arteries. With the use of endovascular dilators, the advancement through the vessel was achieved. The iliac stents were virtually impossible to see during advancement, and once the main body introducer system was advanced were impossible to detect. With the deployment of the main body graft, the first sealing stent opened normally, but the following stent bodies did not open to full diameter. The entire graft was deployed, noting failure of the contralateral limb to open. Multiple contrast injections through the top cap indicated positioning in the aorta. Once the top cap was released, the physician was unable to advance the grey positioner to meet the top cap. The grey positioner would not advance above the ipsilateral limb stents. It appeared that perhaps the iliac stent had been snagged when advancing the main body introducer system, then the stent slipped off the sheath during deployment of the graft. Pt was converted to an open repair, and during explant, it was discovered the delivery system had performed an iliac endarterectomy; stent, intima, ect, was stripped.